Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The recipient is reportedly not allergic to the device. Due diligence attempts to obtain additional information regarding treatment were unsuccessful.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing an infection. Advanced bionics is in the process of gathering more information. Once more information is received ,a supplemental report will be submitted.

Manufacturer narrative:
The recipient is reportedly feeling well and incision site looks okay.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device was lost and will not return to the company for analysis. A review of the device history record noted rework. This is the final report.